Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: he faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the hemostatic valves due to the prolonged insertion of the dilator. Inspection of the hemostatic valves found a tear in the external valve. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product{change}s risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Characters found that are not accepted by the regulatory authority. Field: initial reporter phone (B)(6). Characters found that are not accepted by the regulatory authority. Field: initial reporter address 2 (B)(6).

Event description:
It was reported that during an ablation procedure one faradrive steerable sheath was selected for being used, however valve did not seal properly, continuous bubbles during aspiration were seen. The procedure was completed with another of same device, no patient complications were reported and the patient condition was reported as stable. The device is expected to return for laboratory analysis. It was further reported that the bubbles were observed in the flushing line and no air was seen in the patient. Additionally, it was indicated that the air was visible during the aspiration, so not in the sheath, only in syringe or irrigation tube/port.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one faradrive steerable sheath was selected for being used, however valve did not seal properly, continuous bubbles during aspiration were seen. The procedure was completed with another of same device, no patient complications were reported and the patient condition was reported as stable. The device is expected to return for laboratory analysis.